Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A biomedical engineer reported to olympus, the evis exera iii light source had a spare lamp indicator during preparation for use. The user re-cycled the power of the light source, and the main lamps began to work without any problems. The main lamp hours had exceeded the 500+ hour mark. It was explained to the customer that the main lamp¿s threshold property was out of range beyond control and needed to be replaced. The main lamp part number maj-1817 was provided to the customer. There was no report of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device, since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was not returned for evaluation. Based on the results of the investigation, the final root cause of the spare lamp indicator turning on was unable to be identified. Olympus will continue to monitor field performance for this device.